Event description:
A medtronic rep reported the vertek arm was causing an inaccuracy with the tria system during a cranial procedure. No impact on patient outcome reported.

Manufacturer narrative:
Device MFR date unk. Per medtronic rep replacing the vertek arm resolved the issue, and troubleshooting determined the issue to be a loose vertek arm which moved during use. No impact on patient outcome reported.